Manufacturer narrative:
Patient information is not available for reporting. UDI number: (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 13, 2015 - expiry date: october 1, 2025. The complaint was assessed as not related to sterilization. Therefore, a review of the non-sterile device history records (DHR) was conducted with results as follows: non-sterile part: 357.399 / non-sterile lot: 9903090. Manufacturing location: (B)(4) - manufacturing date: september 15, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to treat a left, basic cervical fracture. During the procedure, the surgeon assessed the patient's bone density as "good" and proceeded to insert the guide wire into the femoral head. Upon successful insertion, the lateral cortex of the femoral head was opened for reaming. It was during this time that the blade length was set. However, the inserted blade placed pressure on the guide wire, allowing the tip to penetrate the femoral head and become stuck in the patient's acetabulum. After locking the blade, an attempt to retrieve the guide wire was made, but proved to be difficult. The surgeon repeatedly tried to pull the guide wire, but successful removal took time. Once removed, the surgeon noted that the wire was abrased approximately 3cm from the tip and that the diameter had been reduced by half. The procedure was completed with a five (5) minute delay. During instrument cleaning following the procedure, it was noted that metal powder and bone marrow were discovered on the wire. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the guide wire is heavily damaged. The guide wire is somewhat bent and presents fretting marks over the whole length, two centimeter behind the tip a deep cut is visible. The review of the device history record revealed that this instrument was manufactured in (B)(6) 2015 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Diameter of the guide wire, measured at an undamaged area and comply with the specifications. Further dimensional inspection could not be performed due to the damage incurred. The guide wire is made from cocrwni alloy and is manufactured in compliance with the international standards for surgical instruments. The damage incurred is a clear indication that the device was used in a misaligned position. A lateral mechanical strain during use caused the bending of the guide wire and caused the reamer to cut into the wire. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.